Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an insert clamp malfunction was confirmed during product evaluation. This condition was caused by a malfunction in the slide clamp detection circuit due to loose sensor connectors. The slide clamp sensor connectors and contacts were cleaned and resoldered to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an insert clamp malfunction; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.